Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that a dialysis catheter (powertrialysis curved type) was found to have broken, and the patient was followed up to see if there was an air embolism. Fortunately, the patient had no symptoms after the breakage, and no adverse events occurred. (The patient has now been discharged from the hospital.) There was no reported patient injury. No other information was provided. Additional information received 09/18/2024: the extension tube is partially damaged. The damage is to the extension tube, so it is outside the body.